Event description:
Right hip revision surgery was performed due to pain.

Event description:
Right hip revision surgery was performed due to pain, metal ion mildly elevated.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the r3 liner, hemi head and modular sleeve were removed. The r3 shell and anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. Intraoperatively, within the capsule there was a small amount of fluid. No gross purulence, no metallosis or black tissue was seen under visualization. There was an aspiration of the small amount of fluid that was in the joint, but it was mostly bloody. The fluid and tissue was sent to the lab for analysis, which there was no reported growth after 3 days. The reported pain, increased metal ion levels, loosening of implants noted on x-ray as well as debris noted intraoperatively is consistent with metallosis; however, without the supporting lab/pathology results, imaging and/or the analysis of the explanted components the source of reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.